Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer did not experience any symptoms and was unable to self-treat. The customer called a healthcare professional (hcp) into their home and the hcp conducted a glucose test and found out that the customer was high (25 mmol/l). The hcp injected insulin (subcutaneous)- novomix 30 flexpen. There was no report of death or permanent impairment associated with this event.